Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2007. According to the complainant, the patient experienced bodily injuries, including but not limited to, extreme pain, erosion of internal bodily tissue, additional surgeries, continual bladder and urethra infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.